Event description:
It was reported that during implantation of the lens, the trailing haptic got stuck in the inserter and tore off. The lens came out with the front haptic pointed forward and perforated the capsular bag. The original incision was enlarged to remove the lens. It is unk what type of inserter was used. Add¿l info has been requested but no new info has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.